Event description:
During a brachytherapy treatment a pt received radiation erythema on both inner thighs. The probe in a vaginal cylinder 3.0cm applicator slipped out of the applicator for 1/3 fractions (3 fractions at 7gy at 0.5cm). The user site concluded that the fabric of pt's garment was in between the clamping bolt and tandem causing the slip.